Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2008 to treat stress urinary incontinence. It was reported that following insertion the patient experienced infection, urinary problems, cervicalgia, abdominal pain and excessive menstruation. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent operative hysteroscopy with removal of endometrial polyps, d&c and thermal balloon endometrial ablation on (B)(6) 2006.